Event description:
The customer reported: microsensor was explanted because it was malfunctioning. Customer also informed that there was no patient incident involved with this device. No other details available. Please send a warranty replacement to the customer. Customer was not able to confirm if the device was replaced or if monitoring was discontinued. Also, they were not exactly sure how the device malfunctioned.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed the evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - minor bends along catheter. 2 - suture attached to catheter material. 3 - the device failed temperature test - reading was 1.0mmhg, should be +/-0.5mmhg. (Adjusted potentiometer - temperature in spec.). 4 - the sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 8/20/2013. Based on the above evaluation, the supplier was unable to confirm the complaint. The cause of the failure (the device failed temperature test) appears to be use related. Probable cause is the connector being dropped or bumped hard enough to offset the potentiometer. Supplier was contacted for additional clarification regarding the temperature test failure. Supplier informed that the actual 'temperature test failure' did not cause, and is not related to the issue reported by the customer. Trends will be monitored for this or similar complaints. At the present time the complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.